Manufacturer narrative:
For both events, the investigation did not identify a product problem. The cause of the event could not be determined. For one of the events, the gear pump head and water level sensor were changed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by the cobas 8000 cobas c 701 module the events involved a total of two patients with the following: 1-crep2 creatinine plus ver.2, 1-c-reactive protein.